Event description:
On (B)(6) 2024 a consumer emailed (B)(6) complaining that the product was giving false negative. The cusomer took the test on (B)(6)2024 , tested negative, went to urgent care, and then took a rapid test and tested positive. So the user concerned that the test kit was not good and asked for a replacement. The product information is: lot: covsa1013nb exp: 2023.12.16